Event description:
It was reported that t wave oversensing was observed with the ventricular lead when antitachycardia pacing occurred to treat ventricular tachycardia that was detected as ventricular fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).